Event description:
It was reported the coil did not pack well enough and was removed using a snare. The embold fibered detachable coil system 5x15 was selected for gastrointestinal bleed embolization. The physician deployed the coil outside of the catheter; however, after detaching the coil it was not packed well enough and needed to be removed. The physician used a snare to remove the coil, and another product was used to successfully complete the procedure. No patient complications were reported.